Event description:
A 6495 wire was placed in the r ventricle, 2 standard j wires were positioned in the atrium. Sensing showed vc's. The 6495 wire was replaced with 2 unipolar wires and pacing resumed as normal. No product was returned for eval. Additional info has been requested.